Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).

Event description:
A report was received from (B)(6) stating that the device had a bent tip. It is known that this event did not occur during surgery. However, it is unk if there was user or pt injury or medical intervention. No additional information is available.